Event description:
It was reported that the alleged patient incident was the nurse may have entered incorrect rate for infusion set up. There was patient involvement but unknown harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: describe event or problem, initial reporter e-mail. Additional information: imdrf annex b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the clinician may have entered an incorrect rate for an infusion set up which was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the "clinician may have entered an incorrect rate for an infusion set up". There was patient involvement but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.